Event description:
All attempts for additional information have been unsuccessful to date.

Event description:
Reporter indicated via clinic notes received that a vns patient was experiencing aspiration on the clinic notes dated (B)(6) 2012. The patient also had a swallow study. Attempts for further information are in progress.